Event description:
The customer reported that during a gastrectomy, the device knife blade did not retract and the jaws were unable to be re-opened. The device jaws were removed by resecting tissue adjacent to the jaws. The surgeon opened another device to complete the procedure with no further difficulties. There was no pt injury.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.